Manufacturer narrative:
The pump passed the displacement, operating currents, self test, error test and off no power test. No unexpected low battery alarm was noted. No alarms noted. The pump was received with broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an additional error alarm. Blood glucose level at the time of the incident was 85 mg/dl. Review of the alarm history showed that each error alarm occurred seven times. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.